Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: email.

Event description:
Customer reported one false positive result for one patient. It is unknown if the result was confirmed. Confirmation method(s) was not provided. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.